Event description:
It was reported that in recovery post implant, the atrial lead exhibited greater than 2000 ohms bipolar and unipolar impedance and intermittent sensing. The setscrew was retightened and normal device function ensued.

Manufacturer narrative:
Loose setscrew.